Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek inrange meter serial number (B)(4) compared to a laboratory using stago neoplastin. The meter result on (B)(6) 2018 was 3.7 inr. No laboratory testing was performed. The physician decreased the dosage because the inr too high. On (B)(6) 2018, the meter result was 3.1 inr and the laboratory result was 2.25 inr. On (B)(6) 2018, the meter result was 3.3 inr and the laboratory result was 2.55 inr. On (B)(6) 2018, the meter result was 3.9 inr and the laboratory result was 2.9 inr. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 322643) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The retention material complies with the specification.

Manufacturer narrative:
The customer did not return any materials for investigation. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.